Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. After the pelvic mesh was implanted the patient began to experience severe complications related to the implant, including pain, discomfort, urinary problems, dyspareunia.